Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the arterial clamp. The incident occurred in manhasset, new york. A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. In order to solve the issue, the affected arterial clamp was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The serial read-out of the cockpit (real time device parameters and setting recording file) was analyzed and confirmed that on the date of the event the reported error code was stored in the pump micro-controller. In addition, it was found that the issue occurred several times during the day in question, even after rebooting the unit. Moreover, a further error code (2450) associated to timeout of the arterial clamp (the clamp has no communication with system) was found to be occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an arterial clamp gave an error message related to its defectiveness during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: several attempts were made to have the faulty unit available for internal investigation without success. A device service history review has been performed and identified that the issue has not re-occurred. Based on all the available information, it is likely to assume that the cause of the problem is a faulty component inside the claimed arterial clamp.